Manufacturer narrative:
D1, d4 and g4: product identifiers unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding an event which occurred post a clinical study (study ID: (B)(4)) index surgery (l5-s1 interbody fusion) in a patient (patient ID: (B)(6)). Patient medical history: inguinal hernia in 1974 and 1961, appendicular peritonitis, antelisthesis, obesity, precordialgia, back pain and type 2, grade 1 spo ndylolisthesis. It was reported that in x ray performed on (B)(6) 2025, there was mobilization of the sacral screw and suspicion of detachment of the implant. Hcp reviewed the x ray on (B)(6) 2025 it was noted there was mobilization of the sacral screw implanted during index surgery and an anterior aspect of the cage, leading to suspect implant displacement, which, given the symptoms experienced by the patient, requires reoperation. Patient was hospitalized from (B)(6) 2025 to (B)(6) 2025. Additional surgery was performed on (B)(6) 2025 to remove the implants. As per site and sponsor assessment, event is not related to device but possibly related to procedure. There were no further complications reported regarding the event.